Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4) on oct 8 2021, it was noticed the following information was incorrect in the previous report: a date of explantation was provided. Since the device was reinserted back into the patient, the date of expantation has been removed.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation with 160cc smooth mentor memorygel breast implant experienced left-sided grade IV capsular contracture postoperatively. Capsular contracture was confirmed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the patient underwent explantation on (B)(6) 2021. On (B)(6) 2021, additional information was received indicating the device was removed and reinserted back into the patient. This is an off-label use of the device per the IFU. Manufacturer¿s reference number: (B)(4).